Manufacturer narrative:
B2. Outcomes attributed to adverse event - correction - other serious and intervention taken was not selected in the initial MDR.

Event description:
Per the physician, the patient's symptoms occurred after anesthesia and vns placement. Per the physician, the dizziness and blurred vision was noted to not be related to vns stimulation. It was reported that the symptoms are more related to anesthesia medications. No additional relevant information has been received to date.

Event description:
It was reported that the patient was experiencing dizziness and visual disturbances. It was noted that the patient device output currents were turned off expect for magnet stimulation. It was noted that patient has had a decline since vns was implanted, but is seizure free. It was noted by the physician when vns output current was turned off there was some improvement in symptoms initially, but then the symptoms were ongoing again. The events are debilitating for the patient. No additional relevant information has been received to date.